Manufacturer narrative:
11/22/96- supplement report 3 1 submitted to FDA. Add'l data entered d9. Device eval indicated and codes entered in h3 and h6. Corrected data entered in d1 and f.9.

Event description:
During a laparoscopic cholecystectomy procedure, the safety shield would not retract to penetrate the tissue. The surgeon used antoher device to complete the procedure. The hosp has reported that no pt injury occurred.